Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case- corner of the belt clip rails, missing serial number label, cracked keypad overlay, missing display window cover, broken battery tube threads, corroded battery tube, corroded motor home switch, and corroded battery tube. Blank display confirmed due to damaged battery tube and confirmed cosmetic damage was confirmed at battery compartment during analysis. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1782k. Troubleshooting was performed for cosmetic damage and found that retainer ring not damaged. No harm requiring medical intervention was reported. Mmt-1782k was returned for analysis.